Manufacturer narrative:
The agent reported revision surgery; removed 12 poly and implanted a 16. Male 54, unknown reason. Complaint has been evaluated and is similar to report number 1644408-2024-01266; (B)(4), s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - removed 12 poly and implanted a 16, unknown reason.